Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the investigation is lot number unknown. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the stent became entangled with an existing iliac stent as no destination sheath was used to guide the stent through the vessel. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: indication: the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Warnings: the safety and effectiveness of this device for use in the vascular system have not been established. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed. Precautions: re-crossing a partially or fully deployed stent with adjunct devices must be performed with caution to avoid damage to the stent architecture.

Event description:
It was reported that during a balloon expandable stent placement, the stent allegedly became entangled with an existing iliac stent and dislodged from the balloon while advancing to the lesion site. Reportedly, the health care provider used a covered stent to immobilize the original stent to the vessel. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a balloon expandable stent placement, the stent allegedly became entangled with an existing iliac stent and dislodged from the balloon while advancing to the lesion site. Reportedly, the health care provider used a covered stent to immobilize the original stent to the vessel. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.